Event description:
Procedure: wedge resection. According to the reporter: at the end of the first application, the stapler emitted a sound and broke. A new unit was used and tested with a second loading unit on artificial tissue without problems. A third loading unit was applied only partly as it was difficult to fire. The jaws were difficult to remove from tissue since the reinforced tissue had adhered to the parenchyma and held some staples. A piece of biosyn film with staples were retained in the cavity. The wedge was completed using another device by resecting a portion of major parenchyma.

Manufacturer narrative:
(B) (4). (B) (4).